Event description:
Complainant alleged that a demo autopulse platform would not initiate compressions after sizing. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows no damage to the platform. A review of the archive was performed and shows that no sessions occurred on the reported event date of (B)(6) 2014. The archive data however, does show user advisory (ua) 2 (compression tracking error) occurring on (B)(6) 2014. Functional testing was performed and the reported issue of the platform "not starting compressions after sizing" was confirmed. It was observed that both the load cells were defective. Furthermore, the load cell characteristics testing indicated that both of the load cells were not reading correctly. Based on the investigation, the parts identified for replacement were both load cells, blower rib seal, channel seal, roller seal, load plate cover, and black case screws (long and short). In summary, the reported complaint of the platform "not starting compressions after sizing" was confirmed based on the archive review and during functional testing. The fault was found to be due to the faulty load cells. Upon replacement of the load cells, the platform passed all testing criteria.